Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered hypotension, cardiac arrest, surgical intervention and death. During an atrial fibrillation procedure, the patient passed away. In the beginning of the procedure the patient demonstrated low blood pressure and desaturated oxygenation, which was being monitored and managed by anesthesiology. The reporter noted that at this point the patient was still stable. During the procedure the patient had rate changes between atrial fibrillation and sinus rhythm, and the blood pressure was still low, but stable. The reporter reported that during cryo ablation, the blood pressure changed. The patient was checked for a pericardial effusion, and it was confirmed via ice that there was no pericardial effusion present in the patient. The procedure proceeded, as the patient was still stable at this point. After the cryo ablation was completed, a smarttouch sf catheter was then inserted into the patient, and ablation of the right inferior and left superior pulmonary veins was performed, along with a cti line in the right atrium. The caller reported that the blood pressure in the patient became further unstable at this point. Anesthesiology confirmed via tee and intracardiac ice, that there was still no pericardial effusion present in the patient. The physician called in a CT surgeon for intervention. The CT surgeon performed opened the patient's chest, in order to check for bleeding outside of the heart. The CT surgeon confirmed that there was no bleeding in the chest cavity, however it was discovered that there was a lot of blood noticed in the endotracheal tube and suctioning through the airway. They then checked for a retroperitoneal bleed by pushing contrast dye into the groin access on the patient. The caller reported that there was no bleed noted from the groin access site. Then interventional radiology was called in, and the patient was then checked for bleeding sources in the great vessels. Radiology then discovered that there was a small bleed in the lungs. During the intervention by radiology, chest compression were administered the patient for about 50 minutes. The caller reported that the physician then called code on the patient, as the patient could not be oxygenated, and there was no blood pressure. The patient passed away. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
On 5-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(4) 2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered hypotension, cardiac arrest, surgical intervention and death. During an atrial fibrillation procedure, the patient passed away. In the beginning of the procedure the patient demonstrated low blood pressure and desaturated oxygenation, which was being monitored and managed by anesthesiology. The reporter noted that at this point the patient was still stable. During the procedure the patient had rate changes between atrial fibrillation and sinus rhythm, and the blood pressure was still low, but stable. The reporter reported that during cryo ablation, the blood pressure changed. The patient was checked for a pericardial effusion, and it was confirmed via ice that there was no pericardial effusion present in the patient. The procedure proceeded, as the patient was still stable at this point. Device evaluation details: visual analysis of the returned product was performed and a bent on the shaft was found on the smart touch unidirectional sf catheter. Per the event description, several tests were performed. Deflection mechanism and magnetic sensor functionality were tested on carto and the catheter passed; no errors were observed. Temperature and electrical issues were observed during the generator test, further investigation revealed corrosion (humidity) on the electrical components inside the handle creating these failures. An irrigation test was performed, and the catheter was not irrigating properly since foreign material was observed blocking some irrigation holes. A fourier transform infrared spectroscopy test (ftir) was performed, and the results revealed that foreign material is principally composed of a biological-based material, presumably a tissue or fluid. A manufacturing record evaluation was performed for the finished device 30610299l number, and no internal action was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. The physician believes the cause of death was brochial laceration and not a cause of the direct area, in the heart where the procedure was being performed. The physician¿s opinion on the cause of this adverse event was the patient's condition. No bwi product malfunction was reported during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, bwi received additional information regarding the event. There was no deoxygenation at the beginning of the procedure--the patient was stable. Slight bp changes were noted prior to the procedure after the initiation of anesthesia and with the patient rhythm changing from af to sr and back. The physician believes the cause of death was brochial laceration--and not a cause of the direct area in the heart where the procedure was being performed. The family declined an autopsy according to the physician. The event occurred during use of bwi diagnostic catheters, but prior to the use of interventional catheter (stsf). Initial bp changes were noted and rose alarm during the end portion of the cryo balloon ablation on the r-sided pv¿s. The physician¿s opinion on the cause of this adverse event: patient condition: the physician stated he doesn¿t believe this event was caused by the procedure itself, appears to be an underlying unknown condition with the patient. Intervention provided: anesthestia performed visualization of the lungs/bronchus and noted bleeding in the lower airway. Cardiothoracic surgeon opened the chest and found no bleeding in the thoracic cavity. Interventional cardiologist did a venogram of the lower ivc via groin access to check for a retroperitoneal bleed, this was also negative. Interventional radiology attempted to do a bronchoscopy and this was negative as well. CPR was performed for 50+ min by multiple staff members. Furthermore, on (B)(6) 2021, the bwi medical safety officer (mso) provided a review of the event. The mso spoke with the company representative that supported the case. The patient underwent an af procedure using cryoballoon. After completion of all four veins, the patient was noted to get hypotensive. An rf catheter was placed to complete the right inferior and left superior touch ups for pulmonary vein isolation and was later pulled to the right atrium for cti line. There were no errors with the carto system, decanav, ice catheter, or stsf catheter during the case. As the cti line was being completed, the anesthesia team noted that the hypotension was significant. Physician checked for pericardial effusion and none was seen. CT surgery was called and performed an open chest exploration without identified source of bleeding. During tee, it was noted that there was blood in the oropharynx. Groin site was checked without evidence of bleed and no retroperitoneal bleed by contrast injection. Only source of bleeding seemed to be in the lungs as confirmed by interventional radiology. Patient coded and could not be resuscitated. The description of the event may be consistent with a bronchial fistula which has been reported with balloon ablation technology. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).